Event description:
It was reported that a user¿s dexcom g7 glucose readings were visible on the dexcom app but not on the ilet due to the sensor not being paired to the ilet; the user was guided to start and pair the sensor on the ilet, after which glucose values appeared. Symptoms included no adverse clinical effects and no alarms. Outcomes included no impact to blood glucose control, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user setup error with successful restoration of data display after completing pairing on the ilet. It was concluded that the device functioned as designed once properly paired and that the event was attributable to user error rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.